Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt231212/7380605, pxc141000/7145503, and pxa230300/06684155) to repair an abdominal aortic aneurysm.on an unknown date after the initial procedure, occlusion of the ipsilateral leg on right side was confirmed. The cause of the occlusion is unknown.on (B)(6) 2010, bare metal stent was implanted to repair the occlusion. It was reported that the occlusion was resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.